Event description:
Actual event date is unk. In 2008, boston scientific corporation was informed that during a hemostasis procedure, the clip would not come out of the resolution clip device sheath. Pt is "stable." Note: this complaint is the second of two devices, please refer to MFR # 3005099803-2008-05057 for related report.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.